Event description:
According to the distributor's report, a registered nurse was closing an eyelid laceration with the device. During application, the adhesive contacted the corner of the pt's eye, and partially sealed it shut. Petroleum-based ophthalmic ointment was applied, and the eye opened in three to four days. The pt is reported as doing well.